Event description:
This rv lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2012 states that the lead was fractured. The physician capped the pace/sense portion of the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).